Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the battery door cracked at screw hole. The pump event history showed a syringe plunger not in place and battery not working in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, performed syringe test with deferent types and sizes of syringes and power up process. Syringe plunger not in place was found only on a 1ml syringe. Battery not working found at power up process. The issue was cause by the left timing plate was misaligned and the daughter board detached from battery. The root cause of the reported issue unable to determined, most likely due to use error. The technician reassembled the timing plates. Replaced battery. Performed power up process and all functional tests which passed.

Event description:
It was reported that a not recognizing syringe error occurred. The battery came apart. No patient injury was reported.